Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. E1 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign matter remaining in the nozzle could not be specified. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of the angle wire, the bending angle in the up direction and the play of up/down knob were out of the standard value; due to a pinhole on the channel tube, water tightness was lost; the adhesive around the objective lens was peeled; the objective lens, connecting tube and control unit were discolored; the adhesive on the distal sheath had a chip; the suction cylinder was shaved; the connecting tube, probe cover, scope connector cover unit, suction connector, universal cord, grip, switch box, forceps elevator knob, up/down knob, right/left knob, control unit and scope cover were scratched; the connecting tube had a dent and the connecting tube had a wrinkle. The customer provided additional information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and it was unknown if the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The facility uses an oer-4 automated endoscope reprocessor. There were no concerns about the reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had bad angulation. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, there was foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.